Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states drive support cap was appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube window, cracked case at the reservoir tube window corners and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.